Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Two broken blister packs on two sterile stems 6485-3-817 129180a, 6485-3-117 124111a.

Manufacturer narrative:
Corrected data: device not returned. An event regarding packaging damage involving a mrs stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: not performed as the event is related to a packaging issue. -device history review: DHR review determined that the lot was manufactured and packed to specification. -complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return is needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information/product becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Two broken blister packs on two sterile stems 6485-3-817 129180a, 6485-3-117 124111a.